Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient expired. An alert for unacceptable threshold, low hv lead impedance and potential high voltage circuit damage message were observed via a remote transmission. Review of the episodes showed unsuccessful atp, hv therapy and undersensing.